Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument reportedly became stuck in the 12 mm trocar during removal, requiring the surgical assistant to apply additional force to extract it. After the stapler was recovered on the sterile table, the scrub nurse noticed that a portion of the flexible plastic sheath was missing. The team searched for the missing piece in the patient, on the surgical field, and in the surrounding area (floor, buckets, and trash) and again at the end of the procedure during trocar removal, which prolonged the surgery and anesthesia time. The surgeon indicated that they explored the abdomen, found nothing, and concluded without 100% certainty that the piece was probably not in the patient. It is unknown if a fragment actually fell inside patient. The procedure was completed with no reported patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler instrument has not been received for failure analysis evaluation.